Event description:
It was reported that the customer experienced high blood glucose. Blood glucose value was 435 mg/dl; treated with manual injection. It was stated that the customer received a no delivery alarm during prime. It was advised to disconnect and reconnect the tubing and reservoir; insulin did exit the tubing at manual prime. It was then instructed to rewind the insulin pump, reinsert reservoir run manual prime; device did not alarm no delivery. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.